Event description:
Leakage from the probe was reported. The field service engineer (fse) inspected the instrument, confirmed that the pressure of the buffer pump was as high as 29 psi, and confirmed that the aspiration and dispense check valve had also deteriorated. The fse replaced the buffer pump kit and aspiration and dispense check valve which resolved this malfunction. There were no staining issues found during testing, but it was not possible to confirm whether the customer had any staining issues before the preventive maintenance. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. A1-a6: patient information has not been provided by the user.